Manufacturer narrative:
Investigation summary: two 10ml syringes with needles attached were received and evaluated. One syringe was inside a sealed blisterpack with scotch tape around it, confirmed to be from batch #8238636 (B)(4). No visual defects were observed in the package nor the product inside. One syringe was loose inside a biohazard plastic bag with no package. The barrel was observed to have embedded foreign matter in the luer collar. The embedded foreign matter was larger than level 3 in size and is rejectable per product specification furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that a 10 ml bd luer-lok¿ syringe with 20 g x 1 in. Bd precisionglide¿ needle was contaminated.

Manufacturer narrative:
Medical device lot #: 8238636; medical device expiration date: 2023-07-31; device manufacture date: 2018-08-26.

Event description:
It was reported that a 10 ml bd luer-lok¿ syringe with 20 g x 1 in. Bd precisionglide¿ needle was contaminated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 10 ml bd luer-lok¿ syringe with 20 g x 1 in. Bd precisionglide¿ needle was contaminated.